Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level and bent cannula. The customer had not reported any symptoms and was treated with bolus. Customer's blood glucose value was 600 mg/dl at time of incident. Customer's current blood glucose value was 396 mg/dl. Customer stated that in the morning wakes up with high blood glucose. Troubleshooting was performed. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose. Customer does not allege pump was under delivering. The drive support cap appears normal. Customer reports insulin exited at the qr. There were no leaks or air bubbles. Customer not perform the high pressure test. Customer was explained about the 2 high blood glucose rule. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was not returned for analysis.